Event description:
The customer returned the product for a cassette sensor issue, and during physical inspection it was found that the latch lock sensor was defective. Additionally, the downstream occlusion (dso) seal was delaminated, and the dso sensor was defective. After investigation the results indicated a reportable malfunction due to the defective latch lock sensor and dso sensor. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl showed a "cassette not attached properly" alarm. The cause of the customer reported issue was a defective latch lock sensor. Additionally, the downstream occlusion (dso) sensor was found to be defective and the dso seal to be delaminated. After investigation the results indicated a reportable malfunction due to the defective latch lock sensor and dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock sensor, dso seal, and dso sensor, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.